Event description:
It was reported that a female patient underwent a breast augmentation procedure with mentor memorygel breast implant 190cc gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was placed in a bag and it appeared to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.3 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-may-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor became aware of the following information: the patient identifier is (B)(6). The patient dob is (B)(6) 1987. The patient underwent a breast augmentation revision procedure with the suspect medical device. An updated event date (15-feb-2023) was reported. The explantation date is (B)(6) 2023. The patient¿s explanted breast prostheses were replaced with mentor memorygel xtra breast implant 240cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).